Manufacturer narrative:
Correction to d4: (B)(6), (B)(6), (B)(6), and (B)(6)were missing from the parent record and d.10 of the initial medwatch report.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the submental on (B)(6)2018 using the coolmini applicator. The patient developed paradoxical hyperplasia (pah/ph) 60 days after treatment. The patient was diagnosed with pah under the chin on (B)(6)2018. The pah was described as a hard lump of fat under the chin, and firm. There was visible enlargement.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the submental on (B)(6) 2018 using the coolmini applicator. The patient developed paradoxical hyperplasia (pah/ph) 60 days after treatment. The patient was diagnosed with pah under the chin on (B)(6) 2018. The pah was described as a hard lump of fat under the chin, and firm. There was visible enlargement.

Manufacturer narrative:
The office was unsure which of the following serial numbers were used:(B)(6). This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the submental on (B)(6) 2018 using the coolmini applicator. The patient developed paradoxical hyperplasia (pah/ph) 60 days after treatment. The patient was diagnosed with pah under the chin on (B)(6) 2018. The pah was described as a hard lump of fat under the chin, and firm. There was visible enlargement.